Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: started infusions for magnesium and potassium chloride replacements. Both infusions primed through pump. Bags at room temperature. Multiple alarms for air bubble accumulation to both infusions, multiple attempts made to remove champagne bubbles from both lines, tubing removed from pumps, primed, tubing flicked multiple times. Approx 20-30minutes of interruption of infusions d/t repeating alarms. Unable to re-prime lines as drug amount and volume would be lost in re-prime. Patient in reverse isolation room requiring repeated need to enter room and difficult to hear alarms through isolation doors. No injury reported.